Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage (hv) cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The batteries were replaced and a generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and locked up. No patient serious injury or death was reported related to this event.